Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion was pre-dilated with a 2.5x20mm maverick balloon catheter and a 3.0x2.0mm promus element stent was successfully implanted. This 3.0x12mm quantum maverick balloon catheter was selected for post-dilation and was advanced to the lesion. On the first inflation, "contrast was leaking from the quantum line" and the balloon ruptured at 18 atms after being inflated for 3 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that there was a longitudinal scratch in the outer shaft. The scratch intersects a tear in the shaft located 3.7-3.8 cm from the proximal balloon bond. The scratch extends from 1.7-4.3 cm from the proximal balloon bond. The balloon appeared to be loosely folded which could be evidence that the shaft burst when the device was inflated after the scratch weakened the outer shaft material. The shaft damage confirmed the reported leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion was pre-dilated with a 2.5x20mm maverick balloon catheter and a 3.0x2.0mm promus element stent was successfully implanted. This 3.0x12mm quantum maverick balloon catheter was selected for post-dilation and was advanced to the lesion. On the first inflation, "contrast was leaking from the quantum line" and the balloon ruptured at 18 atms after being inflated for 3 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).